Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay. Standard reamers were used instead.the surgery was completed successfully.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that on an unknown date during the procedure surgeon was reaming the medullary canal on the patient¿s right femur. The reamer would no longer progress through the canal so the reamer was extracted. Upon inspection, the end of the protective sleeve of the drive shaft had sheared. The surgeon is confident any debris was collected by the suction of the ria2 system. The yellow reaming rod seal was also sheared within the tube assembly. No further information is provided. This report is for one (1) ria 2 reaming kit 520mm sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 06-dec-2021, expiration date: 01-jun-2023, part number: 03.404.001s, ria 2 reaming kit 520mm sterile, lot number: 524p592 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m014, irrigation tubing set, lot number: 307p288, lot quantity: (B)(4). Part number: 03.404m015, suction tubing set lot number: 325p808 lot quantity: (B)(4). Part number: 03.404m001, rmg rod/drive shaft packaged lot number: 524p484 lot quantity: (B)(4). Part number: 03.404m012, ria ii ream rod/dr shaft seal lot number: 358p557 lot quantity: (B)(4). Part number: 03.404m003, manifold assembly packaged lot number: 524p536 lot quantity: (B)(4). Part number: 03.404m010, ria ii manifold assembly lot number: a000309737 lot quantity: (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the plastic tube of the ria 2 reaming kit l520 was found broken. Additionally, the yellow reaming rod seal and the coupling receiver of the manifold are missing. While no definitive root cause can be determined for the reported issue. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the ria 2 reaming kit l520 [03.404.001s/524p592] would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.